Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient is required to live with pain, crunching, limping, popping, elevated levels of metal ions in his blood and continues to require ongoing medical care for both hips. Doi: (B)(6) 2007 right hip dor: none reported. Doi: (B)(6) 2008 left hip dor: none reported. Patient is bilateral. Patient is a resident of (B)(6). Update - 1(B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. This pc is for the right hip. See (B)(4) for the left hip.